Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer muscular vsd occluder was chosen for implant using a non-abbott delivery system. During the procedure, the physician noticed that the device did not take desired shape resulting in cobra shape and it was retrieved back. The procedure was aborted. The deformed device was never released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.